Event description:
It was reported that the insulin pump had buttons that got stuck. The blood glucose reading was 259 mg/dl. The customer stated that the up and down buttons were not functioning properly. No significant events leading to the alarm were observed. The customer treated herself for high blood glucose levels and declined troubleshooting for the issue. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with minor scratches on display window, cracked case display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.